Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Successfully downloaded history files and traces using thump. No motor error/alert or very high basal rate of 10.05u in the pump history noted. Pump programmed and monitored with 12a - 1a - 0.200 1a - 4a - 0.300 4a- 7 - 0.400 7 - 8.30 - 0.500 8.30a - 9a - 0.600 9a - 10.30a - 0.800 10:30- 12p - 0.900 12p - 3p - 0.500 3p - 4p - 0.400 4p - 10.30p - 0.300 10.30 - 12a - 0.200 and basal 1 - 10.05 units for 24hrs. No basal anomaly or very high basal rate of 10.05u alert noted. Also, the 10.5 units registered properly in the summary history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Customer alleged not confirmed for for basal anomaly and very high basal rate of 10.05u alert. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer requested assistance with pump programming. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the previously attempted to program basal rates in the pump but they did not save. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.